Event description:
Device returned for analysis with report of "baclofen reservoir was empty at time of explant, the read out stated reservoir volume was 15.1 ml - although indium scan was done pre-op". Probable malfunction. Repeated requests for additional information have been made. A follow up report will be sent when additional information is received.